Event description:
Edwards received information a patient with a 21mm 3000tfx aortic valve implanted nine years, nine months, underwent valve-in-valve procedure due to severe bioprosthetic aortic stenosis. Patient presented with acute diastolic heart failure, shortness of breath, and chest pain. Patient was found to be in atrial flutter with rapid ventricular response and increase in lactic acid levels. A 23mm sapien 3 ultra was implanted inside the 21mm valve. Patient also had severe mitral paravalvular leak of unknown bioprosthetic valve (not in ipr no evidence edwards valve) but decision was made not to treat mitral valve at this time. The transcatheter aortic valve replacement had a good result with trivial valvular regurgitation. Patient was transferred to recovery room in stable condition. Patient tolerated the procedure very well. On post-operative day three the patient had a code blue arrest. Patient was successfully resuscitated and had a transvenous pacer at the time. Patient underwent successful mitral valve plug closure of the paralvavular leak on post operative day six. Patient was discharged to long-term acute care facility on post-operative day 20 in stable condition.

Manufacturer narrative:
Updated: b5, b6, b7, g4.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted nine years, nine months, underwent valve-in-valve procedure due to severe bioprosthetic aortic stenosis. Patient presented with acute diastolic heart failure. A 23mm transcatheter valve was implanted inside the 21mm valve. Patient also had severe mitral paravalvular leak of unknown bioprosthetic valve but decision was made not to treat mitral valve at this time. The transcatheter aortic valve replacement had a good result with trivial valvular regurgitation. Patient was transferred to recovery room in stable condition. Patient tolerated the procedure very well.